Manufacturer narrative:
Additional narrative: additional product code: kwq. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while the surgeon was implanting the titanium cervical spine screw, the angle stardrive screwdriver broke off the driver shaft. The broken stardrive screwdriver was removed in one piece from the surgical site. Fragments were generated from the broken device and were removed easily. Another driver was used to complete the procedure. There was no surgical delay. Procedure was successfully completed. There was no patient consequence. Concomitant device reported: titanium cervical spine screw (part number 04.647.836, lot unknown, quantity 1). This report involves one (1) angled stardrive screwdriver t8 with sleeve/self-retaining. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The angled stardrive screwdriver t8 with sleeve/self-retaining (p/n: 03.617.900, lot number: unk) was received at us cq. Upon visual inspection, the tip has broken off and the holding sleeve is missing. A dimensional inspection could not be performed due to post-manufacturing damage and the definitive finding of a missing component. This complaint is confirmed as the tip of the device has broken off. Additionally, the holding sleeve component is missing. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.